Manufacturer narrative:
Follow-up #1: date of submission 27-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a pump reboot event. During investigation, the battery compartment was found to be cracked above the bumper pad. No moisture was observed in the battery compartment. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to secure to the pump to maintain an electrical connection for testing. A test battery cap was used and able to properly secure to the pump to maintain an electrical connection. The pump successfully completed the 24 hour duration test with the test battery cap without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the top of the battery cap was worn, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.